Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during the heartmate 3 implant procedure, the health care professional (hcp) tried to connect the pump to the apical cuff, but noticed that the connection was not very secure and that the pump did not stay in it's initial connected position. The pump spun around and moved whenever the patient's left ventricular contacts. The pump was replaced with the backup pump. It was communicated on 24may2022 that the patient was gradually recovering.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were observed during the evaluation of heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported apical cuff engagement issue could not be confirmed. A specific cause for the reported event could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 18.5¿ from the pump header. The distal portion of the pump cable and the modular cable were not returned. The sealed outflow graft and sealed outflow graft bend relief were not returned. The apical cuff was returned secured with the cuff lock fully engaged. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the o-ring were also within manufacturing specification. The cuff lock and o-ring were reassembled, and the returned apical cuff was connected. The cuff lock engaged with apical cuff without issue. Rotating the cuff within the engaged lock found that the connection did not feel loose. Lubricating the connection with saline and reengaging the lock with the apical cuff found that rotating the pump became slightly easier than when the components were dry, but the connection did not feel loose. Several test cuffs were also connected to the cuff lock with the same results. The cause of the reported insecure connection between the pump and apical cuff as well as the report of the pump not staying in its initial connected position could not be conclusively determined. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Section 5 of the IFU, under ¿inserting the pump in the ventricle¿, provides information to ensure the proper placement of the pump and engagement to the apical cuff. This section also provides steps if the orientation of the pump requires adjustment following the initial connection. Section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.